Event description:
Litigation papers allege: patient was implanted wtih a depuy asr hip implant in or around (B)(6) 2007. The implant has failed and patient has been and/or will be forced to undergo revision surgery. Patient suffered and/or will suffer pain and inhibition of the ability to walk, as well as other injuries presently undiagnosed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant in or around (B)(6) 2007. The implant has failed and patient has been and/or will be forced to undergo revision surgery. Patient suffered and/or will suffer pain and inhibition of the ability to walk, as well as other injuries presently undiagnosed. Update - (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information, date of implant and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.